Manufacturer narrative:
(B)(4). D10: catalog # 42512100910, psn mc ve asf l 10mm 8-11/gh, lot 65410792. Catalog # 42502806601, femur trabecular metal cruciate retaining (cr) standard porous, lot 65481209. G2: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 2.5 years post implantation of a left knee arthroplasty, the patient underwent a revision due to instability. The tibial plate and articular surface were revised. Attempts for additional information were made and none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6 the reported event was unable to be confirmed. Visual examination of the photos provided identified an explanted tibial component covered in bio-debris. No product was returned; therefore, dimensional evaluations could not be made. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. The findings were that the femoral component exhibits 2-3 degrees varus alignment with respect to the anatomic axis of the femur, rather than being in typical slight valgus alignment. The femoral component appears mildly small compared with the tibial component. Tibial component is medially positioned, resulting in mild medial overhang of the tibial tray and tibial tray not extending as far laterally on the lateral tibial plateau as expected. It is reported that the patient subsequently underwent revision due to instability. Possible risk factors for instability include slight varus positioning of the femoral component and relatively small femoral component compared with the tibial component. Operative or clinical notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.